Manufacturer narrative:
Concomitant products: product ID: 4196-78, lead, implanted: (B)(6) 2010. Product ID: 5076-45, lead, implanted: (B)(6) 2010. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high superior vena cava (svc) impedance on (B)(6) 2016 at 242 ohms when the trend had been about 51-156 ohms. This lead was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this lead performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) coil impedance was high and an alert was triggered. The svc coil was programmed off and defibrillation threshold (dft) testing was performed; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.